Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Reportedly, when the customers blood glucose levels began to get elevated, the customer did not use the pump to correct her high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.